Event description:
Following an ercp, when physician pulled out the scope [tjf-q190v], it was noticed that the single distal cover [maj-2315] was missing. Cap initially not found when searching the immediate area. When the crna was getting ready to extubate, the plastic cover was found in the bite block. Physician used the forceps and pulled the single distal cover out. FDA safety report ID# (B)(4).